Manufacturer narrative:
(B)(4). Re-operation. Perforation. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a procedure to treat stress urinary incontinence, urodynamic stress incontinence or mixed urinary incontinence on an unknown date and a sling was implanted. The patient experienced bladder perforation, excess bleeding, need for division of tape, tape erosion into bladder or urethra and vaginal mesh erosion. Additional information was not provided.